Event description:
Complainant alleged that while attempting to defibrillate a patient, the device was charged to 200 joules and when the discharge button was pressed, the energy dropped down to 10 joules. The device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.